Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the display was dim. The remote service engineer (rse) informed the biomed of the 1st and 2nd generation light crystal display (lcd). The rse then provided the options to upgrade to the 2nd generation lcd. The rse provided the customer with the part number of the user interface (ui) assembly to order and upgrade. This investigation is ongoing.